Manufacturer narrative:
(B)(4). The sample has been returned but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after sealing, the jaws would no longer open. Tissue was resected around the device in order to remove it. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.